Manufacturer narrative:
Cmp: (B)(4). Report source: foreign: new zealand. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00618 and 0001825034 - 2023 - 00619. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a 70 mm g7 multi-hole cup was revised due to loosening with one broken screw. The cup was replaced with a custom acetabulum from osiss nz (aceos). Attempts have been made and no further information has been provided.